Event description:
Reporter stated the customer received results of 30.6 mmol/l, 22.3 mmol/l, and 4.7 mmol/l within 10 minutes on the mobile system. No adverse event reported. Requested return of suspect device; however, the product has been discarded.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.